Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and nausea. The cause of the peritonitis was not reported. The patient was hospitalized one day after onset of the event and was treated with an unspecified antibiotic. At the time of this report, the patient was recovering from the peritonitis event. On an unreported date, pd catheter was removed and pd therapy was discontinued two days after event onset. No additional information is available.